Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include metoprolol, zocor, and norvasc. CT images (pre-implantation dated (B)(6) 2016 and post-implantation dated (B)(6) 2016) were received by gore from the facility and an imaging evaluation was performed. Pre-implantation 3d imaging appeared to show some calcification present within both common iliac arteries as well as the distal abdominal aorta. An aortic extender component was visible within the left external iliac artery. At approximately 20mm distal to the flow divider, there appeared to be a radiopaque density present within the ipsilateral limb on the right side. This density appeared to be consistent with the leading end of the deployment catheter (including olive). The radiopaque density appeared to be approximately 84mm in length. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, follow-up computed tomography (CT) scan reportedly revealed a radiopaque foreign object inside the limb on the right side, believed to be a portion of the trunk-ipsilateral component delivery catheter (rlt351414/15261517). The length of the object was reportedly seen from the device flow divider to the end of the ipsilateral limb. The cause of the suspected delivery catheter breakage is not known. According to the report, the limb is still patent and the patient is doing well, with no decrease in blood flow or sensation. No re-intervention procedure has been scheduled or planned. The physician will continue to monitor the patient.